Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned sample, the reported breakage of the delivery system sheath could be confirmed. The reported stent placement difficulties as well as the reported entrapment could not be reproduced. The guide wire lumen was found significantly contaminated with coagulated blood. Therefore, a guide wire patency test could not be performed. The stent could be deployed successfully during evaluation. Potential factors that could have led or contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The reported event may be associated with a difficult vessel anatomy leading to increased friction during system advancement or stent deployment. In this case, the stenting procedure was performed crossover, the guide wire could be advanced without issue and a pre-dilation was performed. No information regarding the vessel anatomy was provided. On the basis of the information available and the evaluation of the sample, a definite root cause for the reported event could not be determined. The IFU states: "if resistance is met during delivery system introduction, the system should be removed and another system should be used." And "if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit." Furthermore, the IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the device has been compromised, the stent system should not be used."

Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that during a crossover stent placement procedure in the left sfa, the vascular stent could not be deployed. A pre-dilation of the lesion had been performed. Reportedly, there was an entrapment of the stent due to the rupture of the sheath. The device could be removed with difficulty. Another device was used to complete the procedure successfully. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was returned for evaluation. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The reported event may be associated with a difficult vessel anatomy leading to increased friction during system advancement or stent deployment. In this case, the stenting procedure was performed crossover, the guide wire could be advanced without issue and a pre-dilation was performed. No information regarding the vessel anatomy was provided. On the basis of the information available and as no sample was provided, a definite root cause for the reported event could not be determined. The IFU states: "if resistance is met during delivery system introduction, the system should be removed and another system should be used." And "if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit." Furthermore, the IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the device has been compromised, the stent system should not be used."